Manufacturer narrative:
The device was received for evaluation. A visual inspection revealed ac adapter was damaged beyond viable use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged ac adapter. The ac adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord or adapter of a novum iq large volume pump was damaged and the pump shut down. The issue was described as, "cannot plug a cord into the electrical harness (pump power jack)". This occurred during unspecified process step in the emergency room. There was no patient involvement. No additional information is available.